Event description:
Tiger spine system pedicle screws were implanted on (B)(6) 2013. During a post-operative evaluation on (B)(6) 2013 the physician determined that the right s1 pedicle screw fractured.

Manufacturer narrative:
No further information was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.